Manufacturer narrative:
One used razorcut, 5.5mm, ep-1, dspl blade was returned for evaluation of the reported complaint mode, ¿shedding, flaking.¿ the used blade was evaluated for the cause of shedding. The device was also reported to have stopped, causing an over torque alarm. The device was evaluated dimensionally and found to conform to design requirements. The inner blade was observed to have material debridement at various points along the inner shaft and tip. The inner blade straightness was measured to be .0176" and found to exceed the design tolerance. It is likely that excessive lateral load was applied to the blade causing the blade shaft to shed material. The alarm condition was likely due to an over bite condition at the tip also due to excessive load. The blade would have temporarily stopped but also causing the tip to shed. Based on the results of the used blade, evaluation (user error/excessive lateral load). Per IFU, ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance, and in extreme cases may result in wear and degradation of the inner blade.¿ a review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident was found to be user error. (B)(4).

Event description:
During a knee arthroscopy procedure, it was reported that the blade was suddenly stuck and the alarm rang. Metal shedding occurred in the joint which was washed. The sheds were removed by washing (irrigation). A back-up device was available. A thirty minute delay and no patient injuries were reported.